Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system to determine whether stored atrial tachy response (atr) episodes continued noise or true atrial fibrillation (af). Review of one atr episode showed atrial deflections throughout the strip with very few discernable p-waves, however technical services (ts) noted that both noise or fine af were possible. Sensing was programmed to 0.15 mv, and noise was reproducible in-clinic. An echocardiogram was performed and confirmed the patient was in af with an underlying heart rate at 40 beats per minute (bpm). Per physician request, the crt-d was reprogrammed to vvir. This crt-d remains in service. No adverse patient effects were reported.